Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/06/2009 that a customer had an issue with a peritoneal dialysis catheter. Customer reports it was difficult or impossible to drain with a migration of the catheter. It is reported that it was necessary to have a re-surgery to reset the catheter in the right position.